Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that screws that hold the door sides to the side rails were not fully tightened. Additionally, 5 screws were missing from the assembly. This resulted in the slides moving on the system. Causing the door to not properly close. The representative realigned all components and re-tightened the screws on the imaging system. The representative also replaced the five missing screws. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system would not recognize that the gantry door was closed. Restarting the system and cycling the door open and closed did not resolve the reported issue. The surgeon elected to discontinue the use of the system and complete the procedure without the system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.